Event description:
During a ptca treatment procedure involving a calcified and 95% stenotic lesion in the proximal portion of the lad artery, due to loss of pressure on the pressure gauge, rupture of the nc viva balloon was suspected at 12 atm's on the initial inflation. It is noted that the lesion had been pre-dilated with a maverick 1.5/20mm balloon. The nc viva balloon was removed and replaced with a 3.5/10mm cutting balloon to complete the procedure. The pt was asymptomatic during this event. A terumo intorducer sheath (size unk), a guidant acs guidewire (size unk), a 7f cordis britetip guide catheter and a medtronic inflation device were also used in this case. The nc viva balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good.' No add'l info is available.